Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 085/17/2018. Philip's field service engineer (fse) evaluated the device and checked the power circuit to voltage levels, reset the circuit breakers in the ventilator, and reviewed the error codes. A power failure error was observed. The power supply was replaced and the ventilator passed testing. Reportedly, the unit was placed back in service.

Event description:
The customer reported that the unit will not power up. The device was not in use on a patient at the time of the event, therefore, there was no patient or user harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 07nov2018. Date of manufacturer: 06nov2018. The power supply was returned to philips for evaluation. A component failure prevented the power supply from operating on alternate current power.